Event description:
It was initially reported by the customer that during opcheck test of the heartstart xl, the unit failed opcheck for external paddles. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.